Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 54 mg/dl. Troubleshooting was declined for the low blood glucose. Customer also reported they received calibration not accepted alert and a change sensor alert. The insulin pump will not be return for analysis.